Event description:
The customer's mother stated that the display went blank for apparent reason. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact and battery tube.